Manufacturer narrative:
Review of the log files show that alarm 126 "peep too low", alarm 125 "peep too high" and no technical alarms are visible in the log. Oxygen cell was replaced, complete calibration and verification checks were done but the issue was not resolved. Customer was requested to confirm that they already tried testing the device with a different periphery (circuit, exhalation valve and flow sensor) and send adc screenshots and video log. Review of the adc screenshot reveals that there no drifts are visible. Life block was replaced and complete calibration was done to resolve the issue. Several attempts to contact the customer regarding patient details was done. However, no additional information was provided. Further review of the log files may indicate that the caregivers may have ignored the high priority alarms as the machine alarmed as designed. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 experienced peep high or peep low. According to them, two patients have died with pneumothorax.